Manufacturer narrative:
Added information to a.2. Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The delivery system has not been returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to these complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device training manual were reviewed. If the delivery system balloon bursts or leaks during deployment without thv embolization. They are instructed to not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions. The complaints for balloon burst and withdrawal difficulty were unable to be confirmed as neither the complaint device nor applicable imagery were provided for review. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during a tf tavr viv case the flex catheter was not pulled back before inflation. The flex was pulled back mid inflation, but the balloon ruptured.' While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, it is possible that the interaction between the balloon and the struts of the degenerating pre-existing valve could have compromised the balloon wall during inflation and caused the reported burst. The pre-existing valve can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, if the flex tip is over the inflation balloon during valve deployment, the balloon will not inflate properly, potentially leading to the burst. Without further information, this root cause is unable to be confirmed. Available information suggests that patient (pre-existing valve) and procedural factors (flex tip not retracted during deployment) may have contributed to the reported event. Per the complaint description, 'the team was unable to withdraw the balloon back into the esheath. The balloon burst likely altered the balloon profile. The altered balloon material likely made it more susceptible to be caught at the sheath tip, which subsequently resulted in the reported withdrawal difficulty into the sheath.' Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr viv case the flex catheter was not pulled back before inflation. The flex was pulled back mid-inflation but the balloon ruptured. The team was unable to withdraw the balloon back into the esheath. A cutdown had to be performed to remove the sheath and commander delivery system. A new sheath was inserted and post-dilation performed.